Event description:
The physician reports that a pt underwent cataract surgery with implantation of the crystalens in the right eye. Approx two months postoperatively, the pt noticed a gradual decrease in distance vision. Upon examination, the lens had vaulted asymmetrically, secondary to capsular contraction syndrome. Preoperatively, the pt's bcva was 20/40 with mr +1.75 sph. The pt's current bcva as of (B) (6) 2010 is 20/25 with mr +0.75 - 2.00 x 005. No intervention has been performed and the lens remains implanted.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B) (4).